Manufacturer narrative:
The "date of event" has not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges missing a cap on the drive wheel which is causing the chair not to drive correctly. Alleges chair ran into her kitchen cupboard door.